Manufacturer narrative:
If new information is received, the investigation history record will be further updated.

Event description:
Boston scientific received information that a high shock impedance value was generated with this implanted system via a latitude red alert notification. No further information communicated. Information from the field stated the impedance values were at 115 ohms; with no intervention at that time. The patient was later entered for induction testing to evaluate shock impedances. During the assessment, it was observed that previous measurements had occasionally exceeded 125 ohms. Induction testing was then performed without identifying a single anomaly and with shock impedances registering around 90 ohm in correspondence to a 41 joule shock. The physician considered the system to be working properly and no additional intervention initiated.